Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced pain from scs trial. As a result, surgical intervention is pending to address the issue.

Event description:
It was reported that the patient had their entire scs system explanted on (B)(6) 2018.